Event description:
On (B)(6) 2026, a 56-year-old female patient underwent an MRI-guided breast biopsy procedure using the visiloc introducer set. Following the procedure, the patient experienced second-degree skin burns. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first and second photo shows that skin burns of the two different patient's breasts. Based on the photo review, the reported event can be confirmed. Therefore, the investigation is confirmed for the reported failure as the provided photos were supported the for the adverse event. A definitive root cause for the adverse event without identified device or use problem issue could not be determined based upon the provided information. Labeling review: per instruction for use encor visiloc MRI introducer set, instructions for use, the following are included: potential complications potential complications may include, but are not limited to, hemorrhage, infection, tissue injury, pain, surgical intervention, pneumothorax, foreign body in the patient and inflammation. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 56 year old female patient underwent an MRI guided breast biopsy using an visiloc introducer set. Following the procedure, the patient was reported to have developed second degree skin burns on the breast. Initially, she did not feel any burning but noticed a large skin ulceration 24 hours later. The burns were observed after the MRI guided biopsy, and a potential association with the biopsy needle and the visiloc device was suspected. The current status of the patient is unknown.